Event description:
Facility called stating that the resident was self propelling in her wheelchair when her leg rubbed up against the edge of the ih820-3mdlx bed, cutting her leg on a sharp edge requiring 12 stitches. The sharp edge is at the elbow joint on the frame edge, where the bed moves up and down.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model ih820-3mdlx, serial number/date code (B)(4) is approximately 9 months old. The owner's manual part number 1134871 rev g (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The maintenance history of the device is unknown. The resident is a (B)(6). The resident's medical condition, stability and medication regimen are unknown. The malfunction has not been confirmed.